Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump underinfused; further described as, "pump delivered less than the amount of medication prescribed". This occurred during patient infusion on the progressive care unit (pcu). There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: h6, h11. H11: a review of the event history log review could not confirm the reported issue, as infusion parameters were not provided by the customer. Several infusions were programmed on the event date. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.